Event description:
It was reported that " the problem occurred when the peel- away sheath on the dilator touched the skin. The operator felt resistance and a barb appeared on the tip of the sheath. No skin incision was made. At this point, a new set was opened to complete the procedure. Before passing the peel away sheath on the dilator this time, a skin incision was made. The catheter was inserted at a later stage in accordance with the procedure and without complications." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a peel-away sheath body damaged was able to be confirmed by the photo. The image shows a peel-away sheath still advanced over the dilator with a damaged portion of the tip. R & d and manufacturing were previously consulted regarding investigations of this nature. They stated that various factors could contribute to the observed damage to the sheath tip, including the sheath tip manufacturing process and/or undue force applied unintentionally by the user. Due to the possibility that manufacturing contributed to this damage, they will further investigate this issue. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding, or component damage." The customer report of a damaged peel-away sheath body was confirmed by visual inspection of the customer-supplied photo. The image shows a peel-away sheath still advanced over the dilator with a damaged portion of the tip. Various factors could contribute to the observed damage to the sheath tip , including the sheath tip manufacturing process and/or undue force applied unintentionally by the user; therefore, the root cause is undetermined. A non-conformance was initiated to further investigate potential root causes at the manufacturing site. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " the problem occurred when the peel- away sheath on the dilator touched the skin. The operator felt resistance and a barb appeared on the tip of the sheath. No skin incision was made. At this point, a new set was opened to complete the procedure. Before passing the peel away sheath on the dilator this time, a skin incision was made. The catheter was inserted at a later stage in accordance with the procedure and without complications." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".